Event description:
It was reported that the patient had a pump off alarm on (B)(6) 2021 due to the driveline disconnecting. The pump was off for about 2 minutes. Log files confirmed the pump stop on (B)(6) 2021 due to the driveline disconnect. The pump is addressed under MFR. #2916596-2021-07595.

Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect/pump off alarms was confirmed; however, it was revealed that the system controller was unrelated to the cause of the event. The log file correlating to this controller was reviewed, containing data that spanned approximately 4 days (11dec2021 ¿ 15dec2021 per the timestamp). The pump maintained speed above the low speed limit while connected to the driveline. The observed driveline disconnect/pump off event within the data can be determined to have been caused by the user and addressed via the pump¿s investigation (related manufacturer report number 2916596-2021-07595). The system controller (serial number (B)(6)) was not returned for analysis and can be determined to be unrelated to the root cause of the reported event. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on 01aug2021. Heartmate 3 patient handbook (rev. D warns users to ensure that their driveline is always properly connected to the system controller. If the driveline is disconnected, the pump will stop. Heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline disconnected alarms. Heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.